Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to poor technique and the patient had been disconnecting with each cycle. The patient was not hospitalized for the event. The treatment and patient outcome were not reported. The patient was placed on temporary hemodialysis therapy. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in "october or november 2021". B5: upon follow up it was further reported the cause of the peritonitis event was due to "patient repeated disconnection from the cycler and reconnection, related to the length of therapy time". Should additional relevant information become available, a supplemental report will be submitted.